Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 342 mg/dl and a sensor glucose level of 65 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor passed per specifications with accurate readings however, found the sensor cannula was bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.